Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received information that four days post implant, an x-ray revealed that this lead had dislodged. During the lead revision procedure, the fluoroscopy image showed the lead had not been anchored down properly and were sliding back and forth. The lead was successfully repositioned with good measurements and remains implanted in the patient. If additional information becomes available, this event will be updated.